Manufacturer narrative:
Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site.impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for the complaint for adverse event md/mdcp for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Batch/ process record review: scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trending: these fields are provided for investigating sites to document other trending requirements as needed. (I.e., a review of site investigations related to the lot(s) in scope, and any broader trend investigations related to this complaint, etc.) Other trend identified?: no. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material, delivery system and topical has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 14apr2020 - 14apr2023 -complaint class: external cause investigation and adverse event -investigating site: pfizer kdp use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery system was used to capture complaints received within the current database. The results of the above query were evaluated by responsible site notification and by the classifications of external cause investigation and adverse event based on similar complaint descriptions. There were two months (april 2020 and august 2020) that included a higher-than-normal number of complaints (10 and 7, respectively); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of adverse event md/mdcp, and there was one month (april 2023) that included a higher-than-normal number of complaints (2); however, this was also due to the receipt of two complaints this month. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation.

Event description:
Event verbatim [preferred term] infection was found in the small plaque of gelfoam [infection], , narrative: this is a literature report for the following literature source(s): "scrotal arteriovenous malformation: case report", radiology case reports, 2022; vol:17, pgs:1266-1270, doi:10.1016/j.radcr.2022.01.055. A 12-year-old male patient received absorbable gelatin (gelfoam), for haemorrhage. The patient's relevant medical history included: "scrotal hemangioma" (unspecified if ongoing), notes: at 4 years of age; "scrotal bleeding" (unspecified if ongoing), notes: approximately 5 or 6 times a year; "surgery" (unspecified if ongoing), notes: embolization to control bleeding during resection; "acute anemia" (unspecified if ongoing), notes: transfused 1 week earlier; "hemorrhage" (unspecified if ongoing), notes: transfused 1 week earlier; "transfusion" (unspecified if ongoing); "left internal iliac artery catheterized" (unspecified if ongoing); "resection of the vascular anomaly" (unspecified if ongoing), notes: where multiple tortuous bleeding veins were observed;; "sclerotherapy" (unspecified if ongoing), notes: initiated (10cc of glucose solution at 50% and 5cc of sclerol at 0.75%),, multiple sessions of sclerotherapy and angio-embolization; "recurrence of hospitalizations" (unspecified if ongoing). The patient took concomitant medications. Past drug history included: propanolol for scrotal hemangioma, notes: 10 mg every 24 hours for 3 years. The following information was reported: infection (intervention required, medically significant), outcome "recovered", described as "infection was found in the small plaque of gelfoam". The patient underwent the following laboratory tests and procedures: angiogram: (unspecified date) internal iliac arteries,, notes: detecting part of the scrotal malformation and predominant arteriovenous micro-fistulas on the left side; (2017) unknown results; (unspecified date) location of the anomaly in the, notes: inguinal scrotal, perineal, left ischioanal fossa, base of the penis and pelvic floor regions. Arteriovenous malformation of the scrotum was diagnosed; (unspecified date) location of the anomaly in the, notes: inguinal scrotal, perineal, left ischioanal fossa, base of the penis and pelvic floor regions. Arteriovenous malformation of the scrotum was diagnosed; coagulation time: (30nov2021) within normal parameters; histology: (unspecified date) showed arteri ovenous, notes: malformation of the scrotal area; physical examination: (unspecified date) the genitals showed increased volume; at, notes: palpitation they were compress- ible, without pain, with slow filling and violet-colored circum- scribed lesions covering the entire scrotum, the skin at the base and posterior face of the penis, as well as the foreskin; platelet count: (30nov2021) within normal parameters; ultrasound scan: (unspecified date) unknown results; venogram: (2017) unknown results; x-ray: (unspecified date) demonstrated a lack of irrigation to the scrotal, notes: vascular anomaly, with reduction of vascular stain of close to 70%. The action taken for absorbable gelatin was dosage permanently withdrawn. Therapeutic measures were taken as a result of infection. Clinical course: during days and weeks after the surgical event, infection was found in the small plaque of gelfoam, so it was removed, together with start of antibiotic administration, which controlled the infectious process and allowed a favorable scarring of the scrotal incision and ostensible reduction in lesion size. Investigation result received on 25may2023. Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site.impact analysis: the worst-case severity determined through a review of the device risk file for the product was s3. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for the complaint for adverse event md/mdcp for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Batch/ process record review: scope of compl. Investigation : the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval for the product) prior to receipt of the reported because any product on the market within expiry would be captured within that timeframe. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. Other trending: these fields are provided for investigating sites to document other trending requirements as needed. (I.e., a review of site investigations related to the lot(s) in scope, and any broader trend investigations related to this complaint, etc.) Other trend identified?: no. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material, delivery system and topical has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 14apr2020 - 14apr2023 -complaint class: external cause investigation and adverse event -investigating site: pfizer kdp use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery system was used to capture complaints received within the current database. The results of the above query were evaluated by responsible site notification and by the classifications of external cause investigation and adverse event based on similar complaint descriptions. There were two months (april 2020 and august 2020) that included a higher-than-normal number of complaints (10 and 7, respectively); however, this was due a remediation effort by pfizer us safety. Additionally, the results from the query were evaluated by the sub-class of adverse event md/mdcp, and there was one month (april 2023) that included a higher-than-normal number of complaints (2); however, this was also due to the receipt of two complaints this month. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation. No follow-up attempts are possible. No further information is expected. Follow-up(25may2023): this is a literature follow-up report from product quality group providing investigation results. No follow-up attempts are possible. No further information is expected., comment: based on the information currently available, there is a reasonable possibility of a causal association between the reported adverse event infection and the suspect product gelatin (gelfoam), it was reported that the infection was found in the small plaque of gelfoam.

Event description:
Event verbatim [preferred term]. Infection was found in the small plaque of gelfoam [infection], , narrative: this is a literature report for the following literature source(s): "scrotal arteriovenous malformation: case report", radiology case reports, 2022; vol:17, pgs:1266-1270, doi:10.1016/j.radcr.2022.01.055. A 12-year-old male patient received absorbable gelatin (gelfoam), for haemorrhage. The patient's relevant medical history included: "scrotal hemangioma" (unspecified if ongoing), notes: at 4 years of age; "scrotal bleeding" (unspecified if ongoing), notes: approximately 5 or 6 times a year; "surgery" (unspecified if ongoing), notes: embolization to control bleeding during resection; "acute anemia" (unspecified if ongoing), notes: transfused 1 week earlier; "hemorrhage" (unspecified if ongoing), notes: transfused 1 week earlier; "transfusion" (unspecified if ongoing); "left internal iliac artery catheterized" (unspecified if ongoing); "resection of the vascular anomaly" (unspecified if ongoing), notes: where multiple tortuous bleeding veins were observed;; "sclerotherapy" (unspecified if ongoing), notes: initiated (10cc of glucose solution at 50% and 5cc of sclerol at 0.75%),, multiple sessions of sclerotherapy and angio-embolization; "recurrence of hospitalizations" (unspecified if ongoing). The patient took concomitant medications. Past drug history included: propanolol for scrotal hemangioma, notes: 10 mg every 24 hours for 3 years. The following information was reported: infection (intervention required, medically significant), outcome "recovered", described as "infection was found in the small plaque of gelfoam". The patient underwent the following laboratory tests and procedures: angiogram: (unspecified date) internal iliac arteries,, notes: detecting part of the scrotal malformation and predominant arteriovenous micro-fistulas on the left side; (2017) unknown results; (unspecified date) location of the anomaly in the, notes: inguinal scrotal, perineal, left ischioanal fossa, base of the penis and pelvic floor regions. Arteriovenous malformation of the scrotum was diagnosed; (unspecified date) location of the anomaly in the, notes: inguinal scrotal, perineal, left ischioanal fossa, base of the penis and pelvic floor regions. Arteriovenous malformation of the scrotum was diagnosed; coagulation time: (30nov2021) within normal parameters; histology: (unspecified date) showed arteri ovenous, notes: malformation of the scrotal area; physical examination: (unspecified date) the genitals showed increased volume; at, notes: palpitation they were compress- ible, without pain, with slow filling and violet-colored circum- scribed lesions covering the entire scrotum, the skin at the base and posterior face of the penis, as well as the foreskin; platelet count: (30nov2021) within normal parameters; ultrasound scan: (unspecified date) unknown results; venogram: (2017) unknown results; x-ray: (unspecified date) demonstrated a lack of irrigation to the scrotal, notes: vascular anomaly, with reduction of vascular stain of close to 70%. The action taken for absorbable gelatin was dosage permanently withdrawn. Therapeutic measures were taken as a result of infection. Clinical course: during days and weeks after the surgical event, infection was found in the small plaque of gelfoam, so it was removed, together with start of antibiotic administration, which controlled the infectious process and allowed a favorable scarring of the scrotal incision and ostensible reduction in lesion size. No follow-up attempts are possible. No further information is expected., comment: based on the information currently available, there is a reasonable possibility of a causal association between the reported adverse event infection and the suspect product gelatin (gelfoam), it was reported that the infection was found in the small plaque of gelfoam.